Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. Reportedly, the contact believed the occlusion alarms were due to an infusion set site issue; no details regarding this allegation were provided. The customer's blood glucose (bg) level was 300 mg/dl and a correction was delivered via the pump after performing an infusion site change to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.